Event description:
Following information reported, the enterprise 9000x bed platform lowered unintended, when the right side foot-end side rail, which was placed in the lowered position, was gently moved by a caregiver. No patient involvement and no injury was reported to arjo.

Manufacturer narrative:
Following information reported, the enterprise 9000x bed platform lowered unintended, when the right side foot-end side rail, which was placed in the lowered position, was gently moved by a caregiver. No patient involvement and no injury was reported to arjo. The evaluation of the device carried out by an arjo representative recreated the reported symptom. The device evaluation revealed that there was an electrical failure of the side rail wiring (cross-continuity problem) that caused the reported unexpected bed movement. The foot-end side rail was replaced and functional testing confirmed the proper functionality of the bed. In summary, the involved enterprise 9000x was not used with the patient when the bed moved unintended. There was an electrical failure of the wire inside the side rail detected, therefore the bed did not meet the manufacturer¿s specifications. Although no injury was reported, the complaint decided to be reportable in an abundance of caution due to the unintended bed platform movement.

Manufacturer narrative:
The analysis of all gathered information is ongoing. Additional information will be provided upon conclusions of the investigation.

Event description:
Following information reported, the enterprise 9000x bed lowered unintended, when the right side rail was lowered. No patient involvement and no injury was reported to arjo.